Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The device would not allow the customer to complete the rewind and navigate the menus. The device's screen went blank and then alarmed motion sensor test failure prior to the motor error. The patient's blood glucose at the time of incident was 28.1 mmol/l, which they treated with a manual insulin injection. Troubleshooting was initiated for the motor error alarm. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the insulin pump. A displacement test was also performed and the insulin pump alarmed no delivery instead of no reservoir. The customer was advised to cease use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder out of phase also, unable to complete functional test due to motor error alarm. The insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.